Manufacturer narrative:
The coil has not been returned; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed and the event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil could not be detached with the instant detacher and also could be detached with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). During retrieval of the implant coil through the microcatheter, it prematurely detached inside the microcatheter. Prior to the event, the coil was prepared and then the procedure was performed using double catheter. It was discovered that the coil had detached during retrieval as the physician felt an abnormal feeling when pulling it out the patient was undergoing embolization of an aneurysm measuring 7mm. The patient¿s vasculature was medium in tortuosity. The aneurysm was in the a-comm within the middle. The aneurysm was unruptured, saccular and 7mm in diameter. There was no friction or difficulty during the case. The delivery pusher was not rotated during procedure.